Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the check valve separated from a manifold. This was observed during the ¿incoming inspection¿ at the facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the female luer was bonded to an unknown component. Further inspection revealed that the check valve was able to be separated from the manifold. There was no negligible visible solvent observed at the male luer of the check valve. The cause of the condition was determined to due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.